Event description:
The customer stated that the insulin pump had a blank display. The customer also stated that there were cracks on the screen. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. The insulin pump also had a cracked case, window display and reservoir tube.